Event description:
It was reported the patient is experiencing the feeling of "broken glass" under her skin over the ipg site. The patient reports she has fallen on the ipg site multiple times since surgery. Lead diagnostics reveal high impedances on multiple contacts which has resulted in a loss of therapy reference MFR. Report: 1627487-2015-07382 and 1627487-2015-07383. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the entire scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.